Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller had a question regarding the telemetry consistency. It was noted that the caller was unable to get any green lights on the telemetry portion during manual transmission. The caller was referred to clinic. This will help rule out any potential implanted device questions. The remote monitor remains in use. The device remains in use. No patient complication have been reported as a result of this event.